Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract.

Event description:
It was reported that the needle was stuck in the device. The event is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the carrier failed to retract. No patient complications were reported.